Event description:
The pacemaker was explanted and the rv lead was capped due to high thresholds. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.